Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Patient had a known trauma in (B)(6) 2016. Re-implantation is considered but a date is not fixed yet.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. In addition during removal surgery 5 channels were observed to have been migrated out of cochlea, which might have been contributed to the lack of benefit. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
Patient had a known trauma in (B)(6) 2016. The patient was re-implanted. It was noted at explantation that 5 electrode channels were extra cochlea. The electrode array was superficially damaged during device removal by the scalpel.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had a known trauma in (B)(6) 2016. Re-implantation is considered.